Event description:
Same case as MFR report #: 2134265-2009-02931. Taxus express2 post market surveillance study. It was reported that following a coronary artery drug eluting stenting treatment procedure, the pt underwent a target vessel reintervention. The index procedure treated the 3.5x5mm, 75% stenosed, de novo proximal rca (right coronary artery). Treatment consisted of direct stenting with two overlapping taxus express2 stents (3.5x8mm at 18 atm and 3.5x12mm at 20 atm) and post dilation at 20 atm resulting in 0% residual stenosis. The pt was discharged three days post procedure. No problems were found at the one, six, and nine month follow ups. The pt returned at 256 days following the index procedure for a study angiography. On day 259, a 90% stenosis of the 3.5x7.8mm proximal rca was treated resulting in 0% residual stenosis and timi 3 flow. The type of treatment is unk and the pt was discharged on day 261. The reintervention was assessed as definitely related to the study devices by the investigator.

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. The manufacturing records were reviewed and no issues or discrepancies were found and the device met all specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.